Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4).the event is currently under investigation.

Event description:
It was reported the guide broke at the end of the operation. No other information was available at the time of this report submission.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, dimensional verification, manufacturing instructions, specifications, trends and visual inspection of the returned device was conducted during the investigation. One turbo-ject power injectable wire guide was returned in a used and fractured condition. The fracture is not a clean fracture. The wire guide was in two pieces measuring 76.0 cm in length and 55.0 cm in length. A kink was noted 1.2 cm from the distal flexible tip. Additionally, a document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record indicated that the lot met all finished goods release criteria. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.